Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer had symptoms such as difficulty breathing and nausea. The customer stated that she received no delivery alarms every time she put the infusion set in her body. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.